Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report having the heart wall punctured during lead implantation. The patient reports that the lead was revised and a prolonged hospital stay. Attempts to gain additional information from the patient's healthcare provider were unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.